Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The involved product device is anticipated to be returned back for analysis and thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The 4 mm x 8 cm cashmere 14 cerecyte microcoil (crc14040830/(B)(4)) was already detached before reaching to the target lesion. It had to be removed and was changed to a new coil to complete the procedure. There was no patient adverse event. No patient or vessel code information provided. No further clinical information or procedural information pertaining to the event has been provided in response to investigative efforts. The microcatheter, connecting cable and detachment control box were not returned. Only the microcoil system, which was returned in almost pristine condition, was received. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed with the naked eye, melted damage could be observed at the distal section of the green introducer adjacent to the clear/green junction. Based on the analysis of the returned device it is confirmed that the detachment button was pressed with the coil while still inside the green introducer. The distal tip of the device positioning unit (dpu) and the proximal section of the coil adhered to the melted proximal section of the green introducer. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached.¿ the user is then referred to the detachment control box instructions for use section, located near the end of the document, before proceeding. Based on the analysis of the returned device, it appears that procedural handling/pressing of the detachment button while the coil was within the introducer was the cause of the reported premature coil detachment. The device labeling outlines appropriate techniques related to the identified potential procedural factors contributing to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The cashmere coil was already detached before reaching to the target lesion. The surgeon had to remove it and changed new coil to complete the procedure. No adverse event on the patient. No patient or vessel code information provided.